Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent low blood glucose with a documented nadir of 42 mg/dl and noted postprandial glucose rises occurring hours after meals while using the ilet bionic pancreas; the user was advised on hypoglycemia treatment with oral glucose and educated on meal announcing to improve postprandial control. Symptoms included hypoglycemia. Outcomes included the need for self-treatment with oral carbohydrate and user education. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.